Event description:
It was reported that this lead was surgically abandoned since it was bent due to being fracture. Another lead was put on its place. No additional adverse patient effects were reported.